Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death); lack of information (unknown cause of death). Conclusions: inherent risk of a procedure (death); lack of information (unknown cause of death).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a descending thoracic dissection under physician sponsored (B)(4). It was reported that the patient expired approximately six years post implant due to an unknown cause. No further information was provided. The exact implant date is unknown.